Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that he was at the grocery store and they were going to call 911 because he slumped over a bench. He felt like he needed sugar. By the time his wife got there they had given him glucose and sugar water in an IV. His blood glucose level dropped to 24 mg/dl and they got it up to 170 mg/dl. The paramedics were called on (B)(6) 2016. He was sweating a lot and was feeling weak like he needed some sugar. The customer experienced a hypoglycemic event. The customer was wearing the insulin pump at that time. The device was not returned.